Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving effective pain coverage. The pt's percutaneous scs lead was explanted and replaced with a surgical lead.